Event description:
The customer reported the system shut down. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and back into service.